Event description:
It was reported the patient had not used stimulation since their lumbar surgery in (B)(6) 2014. On the day of the call, the patient tried to turn stimulation on for the first time. They saw the ¿call your doctor¿ icon with a power on reset (por) condition. The por was cleared with the physician programmer. The patient¿s programming was still present and stimulation worked again for the patient.

Event description:
It was reported the patient¿s stimulator was restarted and reprogrammed in (B)(6) 2015. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6), product type: programmer, patient. Product ID: 3889-28, lot# (B)(4), implanted: (B)(6), product type: lead. (B)(4).